Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that possible thrombus occurred. In (B)(6) 2017, the patient underwent a left atrial appendage closure procedure. A watchman ® laa closure device was implanted. The patient was prescribed eliquis and 81mg aspirin. In (B)(6) 2017 the patient reported shortness of breath. He went to the ER and they did an MRI and found two new "foci" on his brain, but he was asymptomatic at that point. A transesophageal echocardiogram was performed three days later; the watchman device was good with no thrombus observed. The patient is following up with neurology regarding anticoagulation as it's prior to 45 days in terms of discontinuing it. No further patient complications were reported.